Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the senior perfusionist that the hosp exchanged the lvad due to pump failure.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues. The explanted device was discarded by the hospital at the time of the device exchange. No further info is available at this time. A supplemental report will be submitted when the device analysis is complete.